Event description:
A tps handpiece cord was sent for service and bias current was experienced during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion of the connector pins was noted.